Event description:
During t2scn surgery, the drill impinged the tka component which was already implanted. The drill broke and the broken tip could not be removed.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event (¿drill was broken¿) was confirmed. Review of the DHR revealed no discrepancies. Relevant diameters and mechanical properties are within specified parameters. Thus, we exclude deviations in material and manufacturing. According to the appearance of the breakage surface, the drill broke in a (forced) brittle manner due to overload and caused by drilling under misalignment and / or contact with a hard object, which is supported by the visible scratches at the cutting edges. According to information received ¿the drill impinged to tka component which was implanted to the patient before¿. The cutting edges of the drill returned are significantly worn and covered with dents; the drill is not sharp anymore. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. No non-conformity was identified.

Event description:
During t2scn surgery, the drill impinged the tka component which was already implanted. The drill broke and the broken tip could not be removed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.